Event description:
After the proneview cushion large was used for an orthopedic operation, facial paralysis occurred. It has been stated by the hospital that a brand new cushion was used for that operation and the operation period was about 3 hours. The facial paralysis was detected on the left lips. When the patient drank water, it fell from his mouth like an anesthetic state. He is being treated by an ent doctor and is getting better. MFR ref# 2021969-2014-00001.